Event description:
Boston scientific received info that during implant, once the electrode was connected, noise was observed in two vectors (primary and alternate), secondary was okay. The electrode was the suspected cause of the issue. The system was extracted and a new system was successfully implanted. No adverse patient effects were reported. Add'l info was received from the field rep that they believed the electrode to header connection was good. The new device was first added and the problem persisted. A new electrode was then added and the issue was resolved.

Manufacturer narrative:
Upon receipt at our post market quality assurance lab, analysis confirmed the sense b conductor was fractured at the weld on the contact. Detailed analysis of the fracture site determined the sense b cable to contract ring weld bond area was small which resulted in high tensile stress on the weld and the final fracture was a ductile overload. Analysis also noted epoxy flowed under the cable insulation near the weld end. The epoxy was most likely the reason the fractured cable could not be pulled from the electrode. As the epoxy shrunk back during the cure process, it also may have put add'l stress on the cable resulting in a partial fracture.